Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
Com(B)(4).

Event description:
The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and failed. The receiver case was opened and a receiver download was performed and a real time timer, and unexpected receiver shutdown was observed. A receiver functional test was performed and passed all relevant testing. An internal visual inspection was performed and a cracked controller chip was observed. Confirmation of the complaint was confirmed. The probable cause was determined to be a defective battery.